Event description:
It was reported that upon interrogation, the apex markers did not show up. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.